Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported the insulin delivery of the infusion device is inaccurate. Due to this, she experienced hyperglycemia and discontinued use of the infusion device on (B)(6) 2014. She delivered insulin via injection and continued to experience hyperglycemia of 280-300 mg/dl. She experienced vomiting and was weak and dizzy. She was admitted to the hospital on (B)(6) 2014 and was still hospitalized at the time of the report. She was treated with an IV drip and insulin. Customer alleged the cause of her hospitalization was the infusion device, even though she had not been using it for 10 days prior. The alleged product was replaced and requested for evaluation.